Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that they had trouble reading the screen of their insulin pump. They stated that the insulin pump was not readable, even with the backlight. They stated there wasn't enough contrast between the screen and the letters. They also stated that they had some occlusion issues which were corrected by changing the infusion set insertion site. The customer declined to provide their blood glucose level. Northing further was reported.